Manufacturer narrative:
No prod will be returned for eval.

Event description:
In 2008, the reported elevated blood glucose readings in the 300 mg/dl range for the past 2 evenings. She stated, she had to go and was advised she would get a f/u call. On f/u with the pt, the pt's basal rates and settings on her insulin infusion device were checked and confirmed to be accurate. Troubleshooting did not find any prod issues. The pt stated she is under an extreme amount of stress. Further attempts to f/u with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.